Event description:
Port and catheter were inserted in november 1998. On may 10, 1999, port was not functioning. Pt was brought to surgery on may 11, 1999, for reinsertion of port. Under fluoroscopy, the surgeon noted that the catheter separated from the port and migrated to the superior vena cava.